Event description:
Customer service manager asked clinical scientist to call doctor, who had some clinical questions about rf and fibrillation. She called the doctor at 2:45 pm in 06/2001. A patient in 2001 was treated with the s2 & m1100 for a turbinate procedure. The patient had a history of atrial fibrillation 11 years prior, that had been treated and had been stable for the past 11 years. The patient does not have a pacemaker or internal cardiac defibrillator. The day after the procedure, the patient went in to atrial fibrillation. The doctor wanted to know if there had been any prior reports. The patient is fine but the doctor was concerned, since the patient may need a second treatment. The doctor was informed that there are no known atrial defibrillation occurrences with the somnus system. A literature review showed that ventricular fibrillation is a rare complication of electrosurgery, but were no reports of atrial fibrillation. The doctor was asked to fill out the data collection forms for this patient. These were faxed in 06/2001.